Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined, because insufficient information was provided. Further information such as x-rays, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The acetabular cup shifted during final reduction so surgeon pulled out and replaced all implants. Update: the stem came out when he tried to remove the head surgical delay was one hour.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The acetabular cup shifted during final reduction so surgeon pulled out and replaced all implants.